Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 40 mg/dl were recorded by continuous glucose monitor (cgm) from (B)(6)am on (B)(6)2019. Cgm alert 1 (cgm low alert) was annunciated. Prior to the low bg, user set a temporary basal rate at 200% of basal insulin for 4 hours. Additionally, user requested boluses by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). It is possible the user¿s personal profile settings need adjustment. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl; cause was unknown. Juice and coffee was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.